Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. The root cause for the calcification observed in this case was likely due to patient related factors and the progression of the underlying valvular disease pathology. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "how to replace a bioprosthetic aortic valve within the bentall graft" authors andrei m. Beliaev and david a. Haydock, the following event was identified as pertaining to an edwards device: a 23mm valve was explanted after an implant duration of 7 years and 7 months due to thickened, calcified, and restricted bioprosthetic aortic valve leaflets with a peak gradient of 76mm hg across the prosthetic aortic valve which had an aortic valve area of 1.0 cm2. Another prosthetic aortic valve of the same size was implanted in replacement. The postoperative course was uncomplicated. As reported, this (B)(6) year-old man presented with increasing exertional shortness of breath. In 2010 he underwent a bentall¿s procedure using a 25-mm carpentier-edwards perimount magna ease valve inside of a 30-mm gel-weave graft for severe ascending aorta dilatation due to systemic hypertension. At the time of surgery, calcification of all aortic valve leaflets was found precluding aortic valve-sparing root replacement.